Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with syncopal episodes. Upon interrogation, it was noted that the right ventricular lead exhibited out of range lead impedance and high capture threshold. The patient was sent for an x-ray that concluded that the lead had fractured. The patient was stable condition throughout the event. Lead revision was discussed but not yet performed. No further information was available.